Manufacturer narrative:
Further information was requested but not received yet.

Event description:
It was reported that the device went into back up mode after an ablation procedure. No intervention was reported. The patient condition was unknown.